Manufacturer narrative:
The brake casters were replaced by the tech to resolve the issue.

Event description:
The account alleged that when the brakes were activated the brake casters did not hold. No pt impact.